Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has been returned to zoll manufacturing corporation but has not been evaluated yet. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment/death. Manufacture dates: monitor - (B)(4) - 04/17/2013. Belt - (B)(4) - 10/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Review of the patient's download data revealed that the patient experienced an inappropriate defibrillation event prior to passing consisting of one shock. It was reported that the patient received the treatment shock while in a hospital. The response buttons were not pressed during the event. At 03:33:07, the lifevest detected an arrhythmia. The patient's rhythm at the time of the detection was idioventricular rhythm at 60 bpm with amplitude oversensing and double counting. Oversensing of low-amplitude cardiac signal and multiple counting contributed to the false detection. The multiple counting satisfied the rate detector of the detection algorithm. At 03:33:43, the patient received a treatment. The patient's rhythm at the time of the treatment was idioventricular rhythm at 60 bpm with amplitude oversensing and double counting. The patient's post-shock rhythm was idioventricular rhythm at 70 bpm with amplitude oversensing and double counting. At 03:34:01 the lifevest declared a non-treatable rhythm. From 03:34:30 to 03:52:49, arrhythmia was detected 7 times with response button use. The patient's rhythm at the time of the detections was asystole with motion artifact. It is unknown who was pressing the response buttons at this time. The patient was in asystole at the time of the device shutdown at 03:52:53 on (B)(6). The patient reportedly passed away in the hospital between 04:30 and 05:00.